Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analysis found no anomalies. The partial lead was returned in segments and analysis found no anomalies. However, the setscrew marks on the connector pin were too proximal. There are four sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and three sets are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant medical products: 5076-58 lead, implanted (b)(60 2015; 5076-45 lead, implanted (B)(6) 2006; dtbb1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that high voltage right ventricular (rv) lead exhibited oversensing, noise, and was possibly fractured. The lead was explanted and replaced. The low voltage rv lead exhibited short v-v interval counts and was fractured. The lead was explanted. No patient complications have been reported as a result of this event.